Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a pump display of ¿high¿ and a confirmatory fingerstick of 585 mg/dl for approximately three hours; the caregiver noted the user had eaten an apple and had already performed a supply change, the infusion set was contact detach, alerts for glucose over 300 mg/dl persisted beyond 90 minutes, and the pump was delivering insulin and attempting correction. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of back-up therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of pump data and device performance. Investigation of this case revealed the device was distributing insulin and issuing alerts appropriately, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.